Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the surgical procedure? What were the indications for surgery? Please clarify what is meant by ¿two of them did not make the line of staples¿. Did the device staple at all? Or did it cut but not staple? What troubleshooting steps were taken to open the device on 3rd firing? Approximately how far did knife advance on 3rd firing? Were there any issues opening the device on the first two firings? What is the current patient status? Additional information received: was the surgery prolonged? Yes. How long? Not provided. Did the patient experience any complications during the procedure? Not provided. Did the patient present any complications after this surgery? No. What is the current status of the patient? Not provided

Event description:
It was reported that the stapler locked during the procedure. Three green loads were opened, and two of them did not make the line of staples and the third one remained locked inside the thoracic cavity. Another stapler was ordered and the surgery was converted to open.

Manufacturer narrative:
(B)(4). Date sent: 5/16/2018. Batch # p58w8d. The analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60g cartridge loaded in the device. The cartridge reload was received partially fired 1/3 and with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. In addition, two gst60g cartridges were received. The cartridge (b) was received partially fired. The cartridge (c) was received partially fired 1/2. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.